Event description:
Patient has used about 50 pen needles. Roughly 4 pen needles would not dispense the medication during injecting. Patient did not prime pen. Pharmacist told him it was unnecessary.

Event description:
Patient has used about 50 pen needles. Roughly 4 pen needles would not dispense the medication during injecting. Patient did not prime pen. Pharmacist told him it was unnecessary.